Event description:
Medicine (cisplatin) leaked out of the conjunction position of the tube and oval disk.

Manufacturer narrative:
Results of device eval will be filed in a supplemental report when sample is received.